Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the lungs during a bronchoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was broken. There were no patient complications reported as a result of the event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.